Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap/fiber are fractured and partially broken; the glass cap/fiber are fractured distal to glue zone; there is no sign of burning/melting at the site of the fracture. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of cap fractured failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that @ 55,520 joules during a prostate procedure, the fiber cap was damaged and detached. The case was completed using an alternate procedure (turp). There was no patient injury reported.